Event description:
Reporter performed back-to-back tests with a 33% difference (mg/dl's of 174, 124, 150, 164 = 33%). Reporter rec'd new control solution and test strips and meter is working fine. Reporter was scheduled for eye laser surgery and may not have seen the liquid crystal display readout clearly. Reviewed procedures for handling product and techniques.